Event description:
Healthcare professional reported after injection with juvederm ultra plus xc in the nasolabial folds and marionette lines, patient "slept and woke up with an infection and hard lump on one side of [the] face". Patient was treated with "antibiotics' after which the lump dissolved.

Manufacturer narrative:
(B)(4). Attempts by allergan medical obtain additional information, such as the lot number, were not possible; reporting healthcare professional did not provide their contact information during the initial report. Device labeling. Precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Adverse events: the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.